Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30oct2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touch panel had failed to respond. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19nov2018. Date of manufacturer: 15nov2018. Philip's international service technician calibrated the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.